Event description:
Mediport was accessed with 20 gauge 1 inch safestep port needle for infusion of 5 fluorouracil via infusion pump at home. This is the third incident in which different safestep port needles were found to be leaking chemo at the junction of the port needle where the safety device is to be activated. Dates of use: 2009. Diagnosis or reason for use: chemo administration for cancer. Event abated after use stopped: yes. Event reappeared after reintroduction: no.